Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported the patient's sacral/low back pain was diagnosed to be sacroiliitis. The patient had a sacroiliac joint injection. During the injection procedure, it was noted there was sclerotic pathology at the site of concern. It was noted that after the injections, the patient was monitored per protocol and would be discharged home after meeting the discharge criteria. It was later reported the cause of the patient's lower back pain was not determined, but had resolved since her sacroiliac joint injection. An MRI was ordered, but since the patient's symptoms resolved, the patient wished to hold off on the MRI. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the patient had low back pain and needed an MRI of the lumbar spine. The patient needed to locate a facility to do an MRI of her back. It was unknown if the patient's symptoms were related to the device or therapy. The patient's back "went out" on (B)(6)-2015 when she crossed her legs to paint her toe nails. The patient has since been having pain around the area of the implant wire and device. The patient went to a chiropractor the week prior to this report and the chiropractor used the "popper" on her lower back where the wires were located. The patient did not go to the chiropractor this week. The patient's pain stimulation was for her lower back and right leg and the therapy had not been helping for the last three weeks and the therapy was on. The patient stated that prior to (B)(6)-2015, she did not have any issues with therapy. Additional information received from a hcp reported the patient called in with continued pain. The patient somehow requested an MRI and was told that a MRI would "fry" her stimulator. The patient's surgical history included a prior cesarean section, a total thyroidectomy, and four spine surgeries in 2012. The patient had an MRI (B)(6)-2015, which was prior to the patient's implant, and there was no evidence of epidural scar or neuocompressive pathology. There was mild, diffuse, disc bulge with slight accentuation to the left and mild facet joint hypertrophy at l1-2. There was mild facet hypertrophy at l2-3. There was mild to moderate facet hypertrophy at l3-4. There was diffuse disc desiccation, mild and diffuse disc bulge, and moderate facet hypertrophy at l4-5 which was also noted to have a status of post right-sided laminectomy. There was mild to moderate facet joint hypertrophy at l5-s1 which was also noted to have a status or post left-side laminectomy. It was also noted that the patient had a drug allergy to sulfa. The patient was diagnosed with chronic pain syndrome, post laminectomy syndrome, other spondylosis with radiculopathy in the lumbaosacral region, and other dystonia. The patient met with the hcp on (B)(6)-2016 complaining of intractable sacral pain, which started when she was sitting and crossing her left leg in order to paint her toenails. There was no sensation of popping initially, however, she had since noted popping off and on. The patient had been to see a hcp for adjustments, but wanted to be sure that it was safe for the spinal neurostimulator. The history of the patient's present illness included back pain that was noted to be severe. The symptoms occurred constantly and were uncontrolled. The patient complained of low back pain that radiated into the right posterior thigh and occasionally extended down to the mid-shin level. The patient noted that it felt like shin splints. The patient's onset of pain was 25 years ago. The original issue was only low back pain and no leg pain. The patient's first surgery was l4/5. In 2008, the patient had "foot flop" and underwent surgery at l5/s1. The patient did well until (B)(6) 2012 when she noted the acute onset of back and right leg pain after a sneezing episode. The patient underwent discectomy in 2012 at l5/s1. Five days later, the patient underwent repeat procedure presumably due to recurrent disc. The patient did poorly in physical therapy and had an exacerbation in december. The patient received multiple injections. The initial injections did not help, so she was taken back and more injections were done, which did help. The patient's last physical therapy was one month prior to injections and it was noted the therapy exacerbated pain. A review of the patient's symptoms included anxiety, depression, back pain, and environmental allergies. The patient's pain at the time of the appointment was noted to be a six out of ten. The patient was in moderate distress. The patient was moderately overweight. The patient had an antalgic gait and did not use mobility aids. The patient's low back was restricted in flexion, extension, and in side bending bilaterally. On examination of paravertebral muscles, there was tenderness over the facet region noted bilaterally. There was also bilateral tenderness of the greater trochanter and left and right tenderness of the piriformis. There were bilateral trigger points of the iliocostalis lumborum, the distal insertion of the iliopsoas, and the piriformis that received a twitch response along with radiating pain on palpation. A patrick's test (faber) and a sacroiliac shear test were performed and the results were positive on the right and left for both tests. A psoas assessment was also done and on hip extension in the lateral position there was reproduction of the patient's ipsilateral (index) pain, bilateral. The hcp's assessment of the patient was intractable sacral pain that was possibly sacroiliac joint related. The hcp could not rule out discogenic pain with caudad referral. The hcp referred continuation with chiropractic treatment and consideration of a sacroiliac joint injection if the chiropractic treatment did not work. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.